Event description:
It was reported that high impedance was observed on the patient's vns. It was believed that the ent surgeon who performed exploratory surgery to investigate a bulge in the patient's neck had nicked the vns lead. The bulge was revealed to the protrusion of a vns lead tie-down. Follow up with the medical professional revealed that the high impedance was the result of the exploratory surgery as the impedance was within normal limits prior to the surgery. It was reported that the exploratory surgery was to preclude serious injury as it was to explore a left neck nodule. However, as the date was not provided for the lead impedances prior to the surgery, it cannot be confirmed that the diagnostics pre-operatively were within normal limits. The high impedance is reported in mfg. Report #1644487-2019-00447. No additional relevant information has been received to date.